Manufacturer narrative:
It was further reported that there had been no thrombus; therefore, the complaint was withdrawn.

Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient was enrolled into the option study and the index procedure was performed 2 days later. The patient was on warfarin prior to consent and screening for the study. Prior to the procedure, aspirin was not administered. The patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point technique. The laa was chicken wing shaped with an ostium diameter of 20 mm and laa length of 29 mm. A watchman access system (was) was positioned and a watchman flx left atrial appendage (laa) closure device & delivery system (wds) were used. The patient underwent successful placement of a 24 mm watchman flx closure device with complete laa seal and deployed device diameter of 21mm. After the implant, the patient was started on aspirin. The patient was discharged the next day. One-hundred and three days post index procedure, the patient presented to the site for the protocol scheduled three-month follow-up. Transthoracic echocardiogram (tte) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was pedunculated and non-mobile with 0.2 cm2 of maximum area of the watchman device. No additional information is known at this time. It was further reported that there had been no thrombus; therefore, the complaint was withdrawn.

Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed 2 days later. The patient was on warfarin prior to consent and screening for the study. Prior to the procedure, aspirin was not administered. The patient underwent atrial fibrillation ablation using pulmonary vein isolation with radiofrequency point by point technique. The laa was chicken wing shaped with an ostium diameter of 20 mm and laa length of 29 mm. A watchman access system (was) was positioned and a watchman flx left atrial appendage (laa) closure device & delivery system (wds) were used. The patient underwent successful placement of a 24 mm watchman flx closure device with complete laa seal and deployed device diameter of 21mm. After the implant, the patient was started on aspirin. The patient was discharged the next day. One-hundred and three days post index procedure, the patient presented to the site for the protocol scheduled three-month follow-up. Transthoracic echocardiogram (tte) revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was pedunculated and non-mobile with 0.2 cm2 of maximum area of the watchman device. No additional information is known at this time.